Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 91 mg/dl and the sensor glucose was 50 mg/dl to 60 mg/dl. Customer¿s other blood glucose level was 89 mg/dl. Insulin delivery was suspended. Sensor glucose and blood glucose difference 34 mg/dl. Sensor glucose and blood glucose difference was not within target range of glucose difference. Customer troubleshooting was declined. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula contact pad damaged unable to confirm customer received sensor in said condition due to customer returned opened or used.